Event description:
It was reported that during an unknown procedure, after the surgeon used the device, he found the insurance had been opened and he was afraid that the firing would be wrong. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain what is meant by, ¿he found the insurance had been opened and he was afraid that the firing would be wrong?¿ this is not clear. Please be advised that the surgeon found the safety was not in closed position prior use and he decided not to use this device upon safety consideration. The analysis results found that the cdh29a device arrived in good visual condition with only 4 staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.